Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the hear rhythm of a pt, the device returned a "shock advised" determination and then inappropriately shut off. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.